Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noise. The device delivered inappropriate shock and anti-tachycardia pacing (atp) due to oversensing. Subsequently, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.